Manufacturer narrative:
System components: reservoir; model- 72404155; lot sn- (B)(4); mfg date- 04/23/2012; exp date- 04/10/2014.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to dislodge and leak of the originally implanted reservoir. A patient outcome of no complications was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.